Event description:
It was reported that patients implantable pulse generator (ipg) has reached end of battery life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The device will not be returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.